Manufacturer narrative:
The large clip applier instrument involved with this complaint was returned to isi and evaluated. Failure analysis was able to confirm the customer reported complaint of a broken wire. The instrument was found to have a loose grip cable with no visibly broken cable at the wrist. The grip input spun freely without corresponding output motion at the distal end, suggesting a failure at the backend. Inside the instrument's housing, one grip cable was found to be broken near the clamping pulley cable groove. Disassembly of instrument shows broken cable with evidence of a residue on all backend cables, especially near the proximal end of the hypotubes. It is possible the residue on the cables could have negatively impacted cable life and contributed to premature cable breakage. Cable residue is likely a result of improper reprocessing. Device history record (DHR) review-device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. Based on the information provided, this complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the patient experienced bleeding that was exacerbated after a wire on the large clip applier instrument allegedly broke. The site's robotic coordinator claimed that after the wire broke, the instrument sheared the vessel which required repair via open surgery.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a wire from the large clip applier instrument allegedly broke while the surgeon was attempting to place a clip on a vessel. As a result of the alleged issue, the patient experienced bleeding which resulted in a hasty conversion to an open surgical procedure. On july 19 and 28, 2016, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following information regarding the reported event: the inferior mesentery artery (ima) pedicle was taken using an endowrist vessel sealer instrument. Halfway through that process, the patient experienced significant bleeding. The robotics coordinator indicated that there was no allegation that the endowrist vessel sealer malfunctioned or caused/contributed to the bleeding. According to the robotics coordinator, the surgeon had determined that the endowrist vessel sealer instrument would not have been adequate for the planned surgical task on hand. The surgeon immediately grasped the vessel and applied pressure. In order to control the bleeding, the surgeon attempted to place a clip on vessel using the large clip applier instrument. At that point, the large clip applier instrument allegedly malfunctioned and sheared the vessel creating more bleeding. The surgeon then decided that a conversion to an open surgical procedure was prudent for hemostatic control. After the conversion to an open surgical procedure was made, the surgeon was able to place sutures on the ima in order to control the bleeding. The blood loss was quantified as approximately 400 ml. It was confirmed that there was no blood transfusion given to the patient as a result of the bleeding. It was also confirmed that the patient has not returned to the hospital with any post-operative complications. There was no video recording of the procedure.